Event description:
It was reported that the patient was not getting enough stimulation in patients back. It was also noted that there were high impedances on one the leads. The patient was reprogrammed, and got adequate stimulation but they need to turned on the stimulation on. All leads were explanted and discarded by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 3014150.